Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-oct-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 12-may-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest and dies two days post of a implant  leadless implantable pulse generator (ipg). During the implant procedure, perforation occurred with a massive tamponade. Percutaneous drainage was performed and echocardiogram showed a reduction of the quantity of blood in the pericardium but the right ventricle was still bleeding. Sternotomy was performed and a small hole in the rv was repaired. The physician commented that the implant was a difficult case with three deployment attempts.